Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that a damaged slap hammer was discovered during surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.